Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for needle separates with the incident lot was observed. Additionally, evaluation of the customer samples was performed, and needle separates was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder separated. The following information was provided by the initial reporter: "the connection of the needle and the holder part was detached."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder separated. The following information was provided by the initial reporter: "the connection of the needle and the holder part was detached."